Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1100641

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and a drain was placed in the pericardium. The drain functioned properly upon first activation. On the next day, the patient's fluid leaked from the drain. The drain had a crack around the connection area to the cardio connector. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1100641 mfg date: 01/01/2011, exp date: 01/31/2016. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. The actual drain was returned for evaluation. There is small cut on the radiopaque line of the drain near the connection area. The cut in the drain has very clear triangle shape and seems to be made with a trocar tip. The drain functioned properly after insertion. Apparently, the cut was made during the use of the product. The information for use states "the silicone elastomer suction drain tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts, nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the drain and/or fragment retention in the wound."